Event description:
Per the clinic, the patient experienced non auditory nerve stimulation. The results of an integrity test (date not reported) indicated normal receiver stimulator function with multiple electrode anomalies. Patient was explanted in 2009, and the patient was reimplanted with a new device during the same surgery.